Manufacturer narrative:
Patient code (B)(4) has been added to the pump and (B)(4) has been removed from the pump. Device code (B)(4) was added to the pump.

Event description:
Addition information received from a patient via a manufacturer representative on (B)(6) 2016 reported the pump failed due to multiple motor stalls that had occurred. Patient experienced withdrawal symptoms. Healthcare professional (hcp) interrogated the pump and found multiple motor stalls had occurred. The pump was replaced on (B)(6) 2016 and the issue was said to have been resolved. Baclofen 100 mcg/ml for a total dose of 15 mcg/day and morphine 20 mg/ml for a total dose of 3 mg/day were the drugs in the pump at the time of the issue. No further information was provided.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's personal therapy manager (ptm). It was reported on 2016-09-06 that the patient stated his "pump quit," he had trouble with it for over a month, and hadn't been able to follow up with anyone. It was stated the pump was alarming, and there was a code coming up that read "s476." The patient stated that this issue had started over two weeks prior. Patient services mentioned to the patient that there wasn't a code that began with a "s". Patient services asked the patient if the "s" could actually be an "8", and the patient replied "maybe." No patient symptoms were reported. The patient was being medicated through the pump with "morphine with a couple other mixtures." The doses and concentrations were unknown. Patient status was unknown. The patient had a medical history of non-malignant pain, and other non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information was received from the patient on 2016-oct-11. It was reported that there were no lifestyle changes prior to the motor stalls and no programming changes. The patient was quite sure the pump had been "acting up" for several months, but did not know what was going on. After the appointment on (B)(6) 2016, the patient reported getting sick four different times, lasting from one to two days each time. The sicknesses included headaches and nausea which were "a lot worse than on a bad day of not feeling good." From (B)(6) 2016, the patient got really sick, experiencing nausea and headaches with hot and cold body sweats. He could not eat or sleep during that time. On 2016-aug-29 the patient noted that he was doing fair until (B)(6) 2016, when the same symptoms returned. The headaches were more intense and did not go away this time, and the patient was taken to the emergency room. A clinic was contacted to manage the pump and the patient was taken to have the pump read on (B)(6) 2016. The motor stalls were observed at that time and pump replacement was rescheduled from (B)(6) 2016. The patient stated that the replacement was rescheduled because the pump shut down and was putting him in harm's way. They did not know what the pump would do at any time. On 2016-oct-12, the pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.